Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that during a myosure/fluent procedure on (B)(6) 2025, the site reported that after the procedure it was noticed that the pathology samples were not contained inside the tissue sock but inside the waste back. All the samples were able to be retrieved and sent for analysis to pathology. Both devices were returned for investigation and it was determined that visually the device had no signs of damage and the window blade was in the close position. A functional testing was conducted and the device was cutting tissue but no suction was present. During the testing the device suctioned a bulk of tissue and a blade positioning plug was observed inside the filter which prevented suction. The fluent device was tested and no issues were found with the device.